Event description:
Needle driver broke as physician grabbed the needle. No harm came to the patient.

Event description:
Needle driver broke as physician grabbed the needle. No harm came to the patient.